Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the catheter was being removed, 7cc of normal saline was withdrawn from the balloon. When pulled gently to remove, the nurse was met with resistance. The syringe was used again to see if additional saline was left in the balloon, but there was not. The surgical resident attempted to remove the catheter with success by cutting the catheter's balloon. No patient injury was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when the catheter was being removed, 7 cc of normal saline was withdrawn from the balloon. When pulled gently to remove, the nurse was met with resistance. The syringe was used again to see if additional saline was left in the balloon, but there was not. The surgical resident attempted to remove the catheter with success by cutting the catheter's balloon. No patient injury was reported.